Event description:
It was reported that the 9600 system had a collimator iris potentiometer error message at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended, and put back into service.